Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 2648988-2022-00015. A facility reported that after insertion of the hermetic lumbar catheter (ins5010), it was noted that fluid was coming from a hole further up the catheter from the distal end where there should be no drainage holes. Catheter was removed and replaced with a new catheter which also failed and had to be removed and replaced with an epidural catheter. There was an estimated delay for 30 minutes due to two insertions and then finally with an alternative product. There was no reported patient injury, patient outcome is stable.

Manufacturer narrative:
The hermetic lumbar catheter, closed tip (ins5010) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.